Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It is reported to boston scientific corporation that a refurbished prolieve thermodilatation system was tested upon installation. Reportedly, the system was reading erratic temperatures from the middle and bottom temperature sensors of the rectal temperature monitor. This was an out-of-box failure with no patient involvement.